Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: during the conversation with the doctor who operated, it turned out that 3 threads were used and all three problematic two threads broke, one was detached from the connection with the needle. The victim is an inpatient, he was discharged from the clinic (B)(4) criterion of seriousness (harm caused); it is impossible to assess at this stage. Risk of high re-hospitalization and abscess deposition outcome - discharged from hospital with a foreign body (needle) in the anterior abdominal wall description of the problem of the victim - needle torn off from the thread together the attachment, needle stuck in the anterior abdominal wall of the patient. Removal of the needle was impossible action and assistance provided by the medical organization to the victim. During the operation, a revision of the anterior abdominal wall was made, the needle was not found. The patient was done with ultrasound intraoperatively and x-ray where the shadow from a foreign object is visible. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the needle used? Did the 2 intra-op suture breakages cause any adverse patient consequences? For the intra-op suture needle pull off, does the whole needle remain retained in the anterior abdominal wall of the patient? Was the ¿revision of the anterior abdominal wall¿ done during the initial procedure when looking for the needle? Please describe the revision. Has the patient undergone a second procedure to try and remove the needle? Are there plans to remove the retained needle piece? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the patient experience an abscess or was there just a risk that the patient could possibly develop an abscess? Did the patient require re-hospitalization or was there just a risk that the patient could possibly require re-hospitalization? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon's name. Note: related events reported via 2210968-2023-07167, and 2210968-2023-07168.

Event description:
It was reported that a patient underwent a mini gastro-bypass procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information. B7, d4 , e1, h4, h6 type of investigation code additional information was requested, and the following was obtained: date and name of index surgical procedure? (B)(6) 2023 operation mihygstrectomy the diagnosis and indication for the index surgical procedure? Obesity 3 degrees, diabetes mellitus 2 degrees, bmi 46. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Laparoscopic. On what tissue was the suture used? Tissue of the stomach and intestines was placed on the anastomosis. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? Continuous. What instruments were used to grasp the needle? Used a needle holder and a soft clamp. Where was the needle grasped during use? The needle was caught in the middle by the needle holder. What was the size of the needle used? Needle size 22 curvature ½ piercing did the 2 intra-op suture breakages cause any adverse patient consequences? No for the intra-op suture needle pull off, does the whole needle remain retained in the anterior abdominal wall of the patient? Whole needle remain retained in the anterior abdominal wall of the patient. Was the ¿revision of the anterior abdominal wall¿ done during the initial procedure when looking for the needle? Please describe the revision. The inspection was carried out immediately after the needle was torn off from the thread; the anterior abdominal wall was examined from the inside; an ultrasound was performed on the outside; a shadow was visible. Has the patient undergone a second procedure to try and remove the needle? The patient will be examined on (B)(6) 2023. Are there plans to remove the retained needle piece? Planned upon discovery please describe any medical/surgical intervention required for this suture event including dates and results. There was no re-intervention. Did the patient experience an abscess or was there just a risk that the patient could possibly develop an abscess? There is no abscess at the moment, only severe pain did the patient require re-hospitalization or was there just a risk that the patient could possibly require re-hospitalization? The risk of readmission remains high. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? During application, the thread broke, took the second thread, after several stitches the thread broke, took the third thread, the needle came off together with the thread. There was no repeat surgery for this patient. Other relevant patient history/concomitant medications? The patient was discharged. With antibacterial and analgesic therapy. No detailed information. What is the physician¿s opinion as to the etiology of or contributing factors to this event? There is no explanation. Suspicion of a low-quality batch of suture material what is the patient's current status? Patient with severe pain on analgesic therapy if applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon's name: (B)(6). Are there any complications in the patient after discharge? The clinic is constantly in contact with the patient, we will take it again next week. Were additional manipulations / operations performed after the patient was discharged? Due to the planned examination and ultrasound, after the results will be decided on the further management of the patient. MRI can not do due to foreign material of a metal nature. Patient status at the moment? The patient's condition is average, complaints of persistent pain take analgesics. Note: related events reported via: 2210968-2023-07167, and 2210968-2023-07168.